Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8709, serial# (B)(4), implanted: (B)(6) 2000, product type catheter.

Event description:
Information was received from a health care professional via a company representative regarding a patient who was receiving morphine (concentration 25 mg/ml, dose 5 mg/day) via an implantable pump for non-malignant pain and rsd (reflex sympathetic dystrophy (rsd) syndrome)/causalgia-complex regional pain syn. Patients medical history was reported as heart issues and chronic obstructive pulmonary disease. On this report date, during a routine pump replacement, they were unable to aspirate the catheter. There were no factors that may have led or contributed to the issue. The physician chose to do a back table prime vs replacing the catheter. Surgical intervention did not occur and was not planned. At the time of this report, the issue was not resolved, patient status was ¿alive ¿ no injury¿. There were no symptoms reported, no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.